Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. On 11/29/2014, patient used more than one bg meter against user guide recommendations. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).